Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 8000 ise 1800 module. The initial result was 158 mmol/l. This result was flagged as critically high and reported outside of the laboratory. On (B)(6) 2024 a new sample was obtained and the result was 140 mmol/l. For troubleshooting purposes, the technician ran a 2nd sample that was drawn at the same time as the original sample and the result was 143 mmol/l. On (B)(6) 2024 the original sample was repeated and the result was 142 mmol/l. The results of 140 mmol/l and 142 mmol/l were believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The fse replaced the vacuum nozzle and the sipper tube as a precautionary measure. The gear pump pressure was within specification. Ise checks were within specification. The customer ran qc and precision testing with acceptable results. During a review of the alarm trace data, an "incubation bath water level sensor" and "water reservoir level too low" alarms were observed. "Abnormal aspiration" and "sample short" alarms also occurred; these are indicators of poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.